Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2.5mm x 5cm complex xtrasoft orbit galaxy complex xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The coil was returned inside the introducer. Microscopic inspection was performed. It was noted that the embolic coil was kinked and slightly stretched. The coil was noted to be still attached to the delivery system. The inner diameter (ID) and outer diameter (od) of the introducer were confirmed to be within specifications. The issue regarding a coil being impeded in introducer sheath was confirmed during the analysis. The kinked and stretched condition noted on the embolic coil are considered to be secondary to the impeded condition encountered during the procedure where force may have been inadvertently applied to the device in an attempt to overcome the friction with the introducer. Factors not described in the event description, such as inadequate flush, may have contributed to the issue encountered during the procedure; however, this cannot be conclusively determined. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot: (31492244) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 2.5mm x 5cm complex xtrasoft orbit galaxy complex xtrasoft coil (640cx2505 / 31492244) was impeded in the introducer and could not be pushed into the microcatheter. The physician retracted the coil and replaced it with a new device to complete the procedure using the original microcatheter (unspecified brand). There was no negative impact to the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the additional information received on 17-feb-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿